Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal 1.5% pd4 solution for chronic renal failure. On an unreported date, dianeal therapy was withdrawn. During a call with baxter japan technical services, the following was reported. On an unreported the patient experienced peritonitis. The cause of the peritonitis and treatment were not reported. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, further information was received by global pharmacovigilance (gpv) provided by a nurse, which medically confirmed the case. On an unreported date, the patient began treatment with dianeal-n pd2 1.5% and extraneal intraperitoneally (ip) for chronic renal failure. Should additional information become available, a follow-up report will be submitted.